Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thus software and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. During download history review no relevant alarms around event date in download history files to confirm reason code. Unit passed the displacement accuracy test, rewind test, prime/seating test, basic occlusion test and force sensor test. No delivery anomalies during testing. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage on electronic assembly noted. Isolate to electronic assembly. The following cosmetic damages were noted: scratched case and pillowing keypad overlay in conclusion, customer concerns are not confirmed. Unable to confirm customer alleged concern of high bg. No relevant alarms noted during testing. However, moisture damage on electronic assembly noted. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced insulin pump issues, wherein blood glucose remained in an upward trend even after a complete set change, but decreased slightly with manual injections. The customer also experienced a hyperglycemic event that persisted for more than four (4) hours, which was treated manual injection, bolus from insulin pump and change in the infusion set. The blood glucose value at the time of the event was 377 mg/dl. The event involved product(s) mmt-1715kl, mmt-397a and mmt-332a. Troubleshooting was performed and, it was confirmed that the customer had been using the insulin pump system within 48 hours of the reported event; however, the auto mode/smartguard feature was not active at the time of the event. No further patient complications were reported. No product return is required for mmt-1715kl, mmt-397a and mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.